Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the heavily calcified and mildly tortuous anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the stent not being fully deployed and/or during device removal the tip of the device inadvertently got caught on the deployed stent resulting in the reported activation failure/deployment difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted activation/deployment failure cannot be determined. Interaction and/or manipulation of the compromised device resulted in the noted outer sheath/tip lumen kinks and the noted separated tip jacket separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the superficial femoral artery (sfa). The 5.50x200mm supera self expanding stent system (ses) was advanced to the target lesion and deployment initiated. The proximal landing zone of the 200mm stent when measured before deployment was at least 20mm from the distal sheath to proximal stent landing zones however when deployed, it was noted that the stent was being stretched up to the sheath and would not detach from the delivery system. The ses was removed and outside of the patient it was noted the stent was still connected to the tip of the ses. Angiogram was done to ensure no damage was done to the patient. The physician decided to use a 5.5x150mm supera instead. The ses was advanced to the target lesion however when nearing the end of deployment, it was noted the stent would not detach from the ses. When removing the ses the stent also came out. The physician inspected both devices outside the patient and the stents were able to detach from the ses. The procedure was completed using a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.